Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ(duodenum) perforation/embedment, unable to remove, tilt, anxiety, depression. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to history of pulmonary embolism, followed by unsuccessful retrieval attempts on (B)(6) 2018 and (B)(6) 2018. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "a prong of the ivc filter has perforated my duodenum. I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without another serious surgery, despite two previous attempts, because my filter has tilted within my vena cava and perforated outside of it into another organ" and "conditions: depression and anxiety. Date of onset: 2011. Current status of condition: ongoing." Retrieval report (attempted): "an inferior vena cavagram was then performed with injection of contrast, demonstrating no caval or filter thrombus. Using both and en snare device and a 25 mm expro elite snare, attempts were made to engage the hook of the inferior vena cava filter; however, these attempts were unsuccessful as the hook abutted the wall of the inferior vena cava, with a fibrin sheath developing over the hook." "However, again these attempts were unsuccessful. Given the prolonged fluoroscopy time, the decision is made to abandon attempted retrieval of the inferior cavernous filter." "An initial inferior vena cavogram demonstrates no caval thrombus. An inferior vena cava filter is present within the infrarenal inferior vena cava. The hook of the filter is tilted along the wall the inferior vena cava, with a fibrin sheath seen overlying the hook of the filter. There is no thrombus within the filter." "Unsuccessful percutaneous retrieval of the infrarenal inferior vena cava, as described above. The hook of the inferior cava filter could not be engaged due to the fibrin sheath overlying the filter. Despite 2 separate loop snare bentson wire placed through the filter, a severe cannot be used to engage either the fibrin sheath or the hook of the inferior vena cava filter." Retrieval report (attempted): "an inferior venacavogram was then performed with injection of contrast, demonstrating no filter or caval thrombus. Inferior vena cava filter tilt was again demonstrated with the hook embedded within the wall of the inferior vena cava." "Although the forceps could grasp the superior portion of the inferior vena cava filter, the hook of the filter remain embedded within the wall of the inferior vena cava and would not enter the retrieval sheath. Multiple attempts were made to retrieve the filter; however, these attempts were unsuccessful. Furthermore, the patient also complained of abdominal pain with additional attempts. Therefore, the decision is made to abandon additional attempts to percutaneously retrieve the inferior vena cava filter. An inferior venacavogram was then performed with injection of contrast through a pigtail catheter placed within the low inferior vena cava, demonstrating significant caval spasm. No definite thrombus was seen within the filter." Report from CT (computed tomography): "positive for cava/ perforation. Superior extent of filter is at mid l2 vertebral body. Inferior extent mid l3 vertebral body. A total of four prongs have perforated through ivc, series 2, image 42. Maximum distance prong perforated through ivc is 5.12 mm, series 2, image 42. Coronal images show 12.59-degree tilt of filter right-to-left, series 601, image 62. Sagittal images show 7.19-degree tilt anterior-to-posterior, series 602, image 80. Diameter of ivc directly above filter measures 21.37 mm x 17.52 mm, series 2, image 33. Attention: a prong has perforated duodenum..."